Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported for daughter via phone call for high blood glucose. Customer¿s blood glucose was 440 mg/dl. Customer stated that during troubleshoot for insulin flow block she noticed bent cannula. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.